Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to prying/leveraging the device.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 02/27/2025, it was reported by a facility representative via )b)(4) that two (qty.2) ar-3372-4002 stopcock sheaths are broken. They occurred during a case with the patient unaffected.